Manufacturer narrative:
Gbo complaint (B)(4). Customer did not provide the date of the event and sufficient information as well as samples are not yet available. Samples were requested and when the investigation is completed, we will submit a supplement report.

Event description:
Customer advises of tubes qns (quantity not sufficient, underfilling).

Event description:
On friday ((B)(6) 2020) customer received 2 blue top tubes that were qns in a row. They pulled lot number b200733s from the department and replaced them with a different lot number (lot b20083qg) from the draw station. On (B)(6) 2020, a lab assistant volunteered to have blood drawn. 5 tubes were drawn, whereof 4 of the 5 tubes seemed to fill slowly, many bubbles were created and did not fill to a constant volume. 3 out of the 5 tubes were qns (underfilled) . When asked how much under the fill triangle the tubes are underfilling, customer responded that they expect that the point of the triangle is the fill line (mid line); so most are hitting the bottom of the line (triangle). The percentage of tubes underfilling are 1%. Straight needles are used for collection, no butterflies or syringes are used. If they ever do use a butterfly, they do collect a waste tube. When asked if the phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled, customer states they were never trained to push down on the tube during collection and that this is not normal practice. This is occurring system wide with multiple phlebotomists, multiple sites customer states tops (caps) are popping off in stat centrifuge with lot b20083qg. Customer advises they have the correct sleeves for centrifuge.

Manufacturer narrative:
Received 1 sealed rack of 454334/b200733s from the customer for evaluation. No samples for 454334/b20083qg were received from the customer. We have no remaining inventory for either material/batch. We have no further complaints for either material/batch. A check of quality, production and maintenance records of the concerned material/batches showed no deviations. Samples were tested, according to gbo standard testing procedures, with regards to draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No tubes were found to short fill as described by the customer. It should also be noted the customer did not have the appropriate centrifuge sleeves for the statspin centrifuge. The portion of the complaint for 454334/b200733s could not be duplicated. The portion of the complaint for 454334/b20083qg cannot be determined. Corrected data: b3 date of event; b5 problem description; h3 samples received; h6 investigation type, investigation findings, investigation conclusions; h10 manufacturer narrative.